Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm), the cs300 intra-aortic balloon pump (iabp) unit will not power on. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
The fse opened the unit up and found saline on the outside of the unit and behind the main board. So, in order to fix the issue, the fse replaced the main board, verified that the unit was calibrated and passed all functional and safety tests per factory specifications. The unit was then returned to customer and cleared for clinical use. The nrc received part with a reported unit failure of the unit not powering up. The nrc performed a visual inspection and observed white residue on the solder side of the pc board. Based on past experience, this residue is consistent with saline. Due to this damage and the risk it poses, this part cannot be investigated any further by the failure analysis and testing dept. However, the saline damage was probably the cause of the unit not powering up.